Manufacturer narrative:
Date of submission 11/6/2017 the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, the black box showed evidence of an unexplained pump reboots. The pump powered on with the returned battery cap to a dim and discolored display. The battery cap measures were within specification. The battery compartment was found to be cracked. There was evidence of moisture contamination inside the battery compartment. A 24 hours basal program was run with the returned battery cap. No reboots, loss of power or call service alarms duplicated. A leak test showed a leak at the battery compartment. The pump case was removed and there was no evidence of additional moisture inside the pump. An "intermittent power" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.